Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Block d.2b; additional applicable product code: qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6) batch/lot number: 7082562. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-1416. Serial number: (B)(6). Batch/lot number: 231313. Model/catalog description: wavewriter alpha prime 16 ipg kit. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulator (scs) lead migrated following a motor vehicle accident. It was also stated that the patient's implantable pulse generator (ipg) had reached end of life due to high energy usage secondary to lead migration. No device malfunction was suspected. The patient underwent a procedure wherein the ipg was replaced and the leads were repositioned. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.